Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. During dft testing, device was unable to convert induced fast rhythms and high voltage lead impedance decreased to out of range. External defibrillator was applied. An alert of possible high voltage lead issue was noted. The device was explanted and returned.

Manufacturer narrative:
The reported field event of an alert for possible high voltage lead issue was confirmed via device image. Review of the device image noted an over-current detection and low hv lead impedance. The device was tested on the bench and using automated testing equipment and no anomaly was found. A partial lead was returned for analysis, so the root cause of the high voltage lead issue could not be determined.